Event description:
It was reported that the customer contacted tech support engineer (tse) to inform ongoing system errors related to video cables. System logs showed error 48100 on the personality module audio/video (pmav) and personality module surgeon console (pmsc). The customer noted a digital video interface (dvi) cable connected to the surgeon side console (ssc) pmsc that was not in use. Tse recommended disconnecting the unused dvi cable from the pmsc video output and replacing the dvi cable from the pmav on the tower. The customer would perform these steps and would call back if the issue persisted. The issue was later resolved after replacing the pmsc. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse performed an error log review and found error 48100 reporting on personality module surgeon console (pmsc) node on every system power on. The customer previously had 48100 error on personality module vision acquisition (pmva) node, but error was not current. Fse disconnected the digital video interface (dvi) cable and connected it to the pmsc, and system still powered on with 48100 error for pmsc node. Fse replaced the pmsc. No further 48100 errors have been reported. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The pmsc was returned for failure analysis, and the reported problem was replicated. In system logs, error 48100 was found to indicate the failure occurred in the field. A visual inspection found the dvi ports on surgeon console leaf (scl1) were damaged due to wear and tear. The pmsc was installed onto the golden system, upon the power on, pmsc failed with error code 48100 and 48101. The pmsc reported a recoverable i2c bus error on chanel 3 (leaf 4). Leaf 4 was not presented on laptop app. The complaint was confirmed by failure analysis. Failure analysis concluded that scl2 (leaf 4) was the root cause of the reported issue.